Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014; product type catheter. (B)(4).

Event description:
It was reported the patient had a blocked catheter. There was a dye study test in (B)(6). The catheter was maybe blocked in january or december. Since then the patient had another catheter. The drug contained in the pump was not reported.

Manufacturer narrative:
Other relevant components include: product ID 8780 serial(B)(4) implanted: (B)(6)2013 explanted: (B)(6)2014 product type catheter patient code (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-nov-21. It was reported that the patient had an issue from the past where the catheter was blocked somehow so the catheter was replaced in (B)(6)2014. It was stated that the pump never worked and the patient was never getting the drug and they kept increasing and the patient never felt anything. The patient¿s legs were not working. The patient could not provide the exact date of when the catheter became blocked. They did a dye study and found out the catheter was blocked. It was stated that the patient¿s spasticity, once increased, their legs would spasm more. It was stated that this was all in 2014. No further complications were reported or anticipated.